Event description:
It was reported the stretcher was not correctly latched into the vehicle and rolled out of the vehicle. There was no patient involvement as the stretcher was being used in a mortuary application. It is unknown at this time what type of vehicle the stretcher was loaded into and what type of fastening system was being utilized.

Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted by the manufacturer. Significant damage to the stretcher was observed as a result of the incident. The cause of the incident is attributed to use error in not ensuring the stretcher was properly locked in the fastener. At the customer's authorization, the stretcher was repaired and returned to the customer.

Event description:
It was reported the stretcher was not correctly latched into the vehicle and rolled out of the vehicle. There was no patient involvement as the stretcher was being used in a mortuary application. It is unknown at this time what type of vehicle the stretcher was loaded into and what type of fastening system was being utilized.